Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Patient was previously involved in event submitted under MDR 9610905-2017-00080.

Event description:
It was reported the patient fell while walking and the left cranial distractor broke. No injury reported. Device was removed on the planned explant date.

Manufacturer narrative:
The stereo microscope investigation revealed tensile cracks. Further investigation determined that there was no indication of material or manufacturing defects. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.